Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores under the ECG electrodes that were opening and weeping. The patient was re-measured by the distributor and provided with garments in a larger size. Additionally, the patient went to a walk in medical clinic for assistance with the sores. The patient was provided with an unknown topical cream at the walk in clinic. After using the unknown topical cream, the patient reported that the sores had improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.